Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 543 mg/dl at the time of the incident. Customer¿s current blood glucose level was over 600 mg/dl. Customer was treated with bolus and injection. The customer was using the insulin pump within 48 hours of reported event. Customer stated that the auto mode of insulin pump was inactive. Customer did not alleging insulin pump under delivering. Customer performed troubleshooting. Customer performed self test and it was completed without any alerts. The insulin pump will not be returned for analysis.